Event description:
Per the surgeon, the pt's implant had begun to extrude and would require explantation. Reimplantation will be scheduled after the skin flap has healed. The health care professional has been informed that the explanted device should be returned to cochlear corp.